Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during ablation procedure, undersensing was noted on the implantable cardioverter defibrillator. The undersensing could not be resolved. The patient was stable before and after the procedure.